Event description:
Information received by medtronic indicated that the insulin pump was submerged in water and alarmed with critical pump error and with an open book image on screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The device was retuned for analysis.

Manufacturer narrative:
Customer returned device for an alleged critical device error (open book image) alarm and moisture damage found on (B)(6) 2022. No¿critical device error (open book image) alarm¿noted during boot up. Device passed the rewind test, active current test and self test. The device alarmed device error during the displacement test. Unable to perform the prime/seating test, basic occlusion test, force sensor test, occlusion test due to the device error caused by moisture damage. ¿successfully downloaded history files and traces using thus. Device error alarmed during testing ( noted on history at (B)(6) 2022 at 18:06) due to moisture damage found on the electronic assembly.¿ device was cut open to perform visual inspection and found¿moisture damage¿on electrical board 1, electrical board 2 and motor. ¿no¿fatal¿critical¿alarms or critical handling alarms found in the history files or traces.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, keypad overlay texture damage, missing display window/cover, cracked keypad overlay, end cap address label missing and minor scratches on lcd window. In summary, customers alleged critical device error (open book image) alarm¿was not confirmed during testing. No critical or fatal errors noted in the device history. However, moisture damage was found on the electronic assembly causing a device error occur during testing. Unable to perform all testing due to device error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.